Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of curving the clip delivery system (cds) more than 90 degrees. The reported gripper actuation issue appears to be due to the report user error in conjunction with multiple grasping attempts. The reported patient effect of death appears to be related to consequence of the procedure and the patient's medical condition. The tissue injury was due to multiple grasping attempts. The cardiac arrest was a cascading effect of the cardiac tamponade. However, a cause for the tamponade cannot be determined. Death, cardiac tamponade, cardiac arrest, and tissue injury are listed instructions for use as known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case specific circumstances as surgical conversion was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation, obesity, diabetes, frail tissue, bi-leaflet flail, and severe prolapse bi-leaflet for an emergent mitraclip procedure. It was noted that patient was frail, admitted for acute lung edema, and severe myocardial infarction (which resulted in a papillary muscle rupture). Hemodynamic parameters were unstable during the procedure due to the patient's pre-existing condition. The first clip was implanted without any issue. A second clip was opened. Due to challenging anatomy the clip delivery system (cds) was curved more than 90 degrees (100-110 degrees). At the grasping step of the second clip, one of the grippers could not lower. It was noted that the posterior leaflet was damaged due to several grasping attempts. The clip delivery system (cds) was removed from the anatomy, which was followed by a cardiac tamponade. The tamponade was followed by cardiac arrest, then surgical conversion and death. It was not possible to identify the origin of the tamponade, even with ultrasound imaging. Per the physician, there is a possibility that the tamponade originated from the transseptal puncture due to frail tissue, but this cannot be confirmed. The physician considers that the death was a consequence of the procedure and the patient's medical condition, but the exact cause of the tamponade cannot be determined.